Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar external foot pedal in the vision side cart (vsc) had an issue. The foot pedal was stuck in firing mode, the customer pressed it two times to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the bipolar foot pedal. The system was verified and ready for use.